Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ phantom limb pain. It was reported that the unit quit working. Patient stated he lowered stimulation down to zero but he would still get a 5 or 500 reading on it. Patient stated the stimulator seemed to be working to a certain degree but he felt stimulation even though he had it set at 0.0. Patient reported that the programmer was not working and he saw eri screen which he was not sure was normal. Patient reported the eri screen was seen on (B)(6). No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the battery was down low and the rep was able to help the patient get it back on. It was reported that a set up for a new battery implant was made for 11/2.